Manufacturer narrative:
Technician found that the head of bed was drifting down due to leaking solenoid valve. Replaced the up head solenoid valve to resolve this issue.

Event description:
Information receive that the head of bed was drifting down. No injury reported.